Event description:
Pt admitted to ICU, for unexplained loss of consciousness that occurred in the hospital while here to exchange a medtronic indwelling spinal pump for baclofen. Dr (B)(6), pain management, felt that it could possibly be due to the pump malfunctioning and administering large bolus doses of baclofen. The pump readout shows that baclofen 4000 ug/ml was being used. The pump was replaced by the miller (B)(6)-2011.